Event description:
Information received indicates when the brake is locked; the casters at the head end continue to rotate around.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution to the alleged malfunction. A follow up report will be sent once the customer discloses their investigation.